Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that his thermometer had allegedly given inconsistent false negative readings on their daughter which may have delayed medical attention. The device allegedly gave readings that were 3.5 - 4°f lower than the patients actual temperature. The child had a febrile seizure and was taken to the hospital by ambulance where a high fever was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.